Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed change sensor and had a stuck button alarm. The customer¿s blood glucose was 160 mg/dl at the time of incident. Customer stated that the sensor was securely taped to the skin. Customer also reported a stuck button alarm and declined troubleshooting. The insulin pump is not expected to return for analysis.